Manufacturer narrative:
Philips service replaced the defective power supply board and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the machine failed to start due to a defective power supply board on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.